Event description:
Caller reported that pump battery would not charge despite using a tandem charging cable and multiple wall adapters. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed it was within warranty, and ensured customer was informed about the need for replacement. Customer was advised to use multiple daily injections as backup insulin therapy, and arrangements were made to ship the replacement pump. Instructions for returning the problematic pump were also provided.